Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.